Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their blood glucose value started fluctuating after they visited the doctor and made adjustments to the insulin pumps sensitivity. Customer reported that their blood glucose value shot up to 537 mg/dl in the morning which they corrected via manual injections which went down to 175 mg/dl which then lowered to 49 mg/dl. Customer corrected the low blood glucose value using the insulin pump. It is unknown if the automode feature was in use at the time of the event. Insulin pump will not be returned for analysis.